Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during prime test due to faulty force sensor resistor. It was unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify prime/fill anomaly due to the alarm. Device had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that insulin was squirting out of the tubing during prime and numbers did not appear on the screen. Customer was disconnected during prime. The drive support cap is recessed. Blood glucose value was 172 mg/dl. Customer stated there was no fluid visible on the tubing connector but he did see a gap between the piston and reservoir during priming. The alarm history could not be checked since the insulin pump was stuck in the prime sequence. Customer was advised to change the set and reservoir and perform prime again. Customer stated that insulin did not continue to drip after letting go of the act button but the motor did not slow down nor did numbers ramp up on the screen. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.